Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's (B)(4) office that the frame on the warmer head of an iw910jeu mobile infant warmer was broken. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The warmer head of the subject iw910jeu mobile warmer has only recently been returned to fisher & paykel healthcare's ('fph') (B)(4) for inspection. It was observed that the lower case of the warmer head as well as metal grille were missing. Fph has been advised that the lower case had been discarded and is unavailable to be returned for examination. To further assist in our analysis of this event, we are in the process of obtaining additional information. We will submit our findings in a follow-up report upon receipt of the information requested.